Manufacturer narrative:
(B)(4). D10: item# 42502006402; lot# 64729477. Item# 42540200032; lot# 64941142. Item# 42522100510; lot# 65024041. Item# unk palacos r+g cement; lot# unknown. Item# unk palacos r+g cement; lot# unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision approximately three (3) years post-implantation due to implant loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified explanted femoral and tibial components. No further assessments can be made on the pictures provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial anatomic alignment of the right knee arthroplasty with subsequent tibial implant loosening as noted. Radiolucency along the medial femoral implant without evidence of loosening. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint can be confirmed for the tibial implant based on the provided medical records while this complaint cannot be confirmed for the femoral implant. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.